Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred resulting in a blood glucose (bg) of 306 mg/dl. Additionally, customer had issues with the o-ring coming out of the cartridge. Customer went to the emergency room (ER) only and was treated with intravenous (IV) and fluids of saline in addition to receiving a manual injection of insulin. The customer was released the same day with no permanent damage sustained.